Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to pneumonia and fibrosis but that it had nothing to do with diabetes or the insulin pump. The customer was still attached to the insulin pump at the time of the event and experienced a high blood glucose reading of 442 mg/dl. She was treated with manual injection. The customer declined high blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.